Event description:
The user facility reported that a 57-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced thrombus. The patients lactate dehydrogenase (ldh) levels were rising, and the device was not in the optimal position. The physician had concerns for thrombus developing and the patient still needed another two weeks of support. The physician was unable to reposition the device due to the new locking mechanism. As a result, the device was exchanged. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. Visual inspection of the device revealed a clot. Based on the available, the root cause of the thrombus was due to the physician's inability to reposition the device. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.